Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage located at the battery compartment and rattling noise and were found on 05-oct-2023. The pump passed the displacement test, rewind, prime/seating, basic occlusion test, occlusion test, force sensor test. Unit failed to pass the self test due to pump error 63 occurring during testing. Unit was downloaded using thus for history files and traces. Pump error 63 variable (03) occurred on (B)(6) 2023 06:07 in history files. Unit was cut open to perform the visual inspection and found evidence of moisture on the pcb 1 and force sensor. The following were noted during visual inspection: scratched case, corroded battery tube, cracked case-corner of belt clip rails, cracked keypad overlay, faded serial number label, and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment during analysis. Pump error 63 is confirmed due to cracked soldered joint at u1 pin (03). Rattling noise is not confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack on the insulin pump. Troubleshooting was performed and found a crack in the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump was returned for analysis.